Event description:
A 22mm x 13mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. It is reported that the pt was frail, had small iliacs, severe tortuosity and peripheral vascular disease with significant co-morbidity, which precluded pt from standard aneurysm repair. Two physicians performed this procedure. During femoral artery cut-down the surgeon noted that the right common femoral artery was inadequate in size to allow passage of the device, therefore, a 8mm hemashield dacron graft (conduit) was placed. The graft was passed posterior to the inguinal ligament and brought out into the right groin. This allowed access for the 22 french sheath to be passed through the conduit vessel and into the native aorta. A transverse arteriotomy was made and a 16 french sheath was inserted to the level of the external iliac artery. The c0-surgeon (the attending physician) positioned a straight flush catheter at the level of the renal arteries. The surgeon accessed the right iliac artery and passed the bifurcated stent graft through the sheath into the suprarenal aorta. The stent graft was opened 2cm above the renal arteries. An aortogram identified the level of the renal arteries without difficulty. The device was pulled down just below the renal arteries and then fully deployed into the right common iliac artery. The surgeon reports the graft landed short of the conduit and therefore landed short of the right hypogastric. The co-surgeon removed the flush catheter and passed a guidewire through the left iliac "pant leg." The obturator (dilator) was passed into the 16 french sheath and the surgeons attempted to advance the sheath and obturator into the native aorta. The surgeon reported that this was exceedingly difficult due to the severe tortuosity and peripheral vascular disease. Eventually the sheath was passed high enough to allow access for the contralateral pant leg. A 13mm x 8.5cm aneurx limb graft was passed through the 16 french sheath into the "high" gate. The left iliac stent graft was deployed without difficulty. The surgeons simultaneously ballooned the aortic graft at the level of the pant leg and then moved up caudal in the graft. The surgeon reported that the left iliac had a stenosis, which was ballooned successfully within the graft. The 16 french sheath was pulled back and during this process it "uncovered" a disruption in the left common iliac artery. The pt immediately became hypotensive and the surgeons passed a 12mm balloon into the left iliac pant leg, which was inflated to "gain control." The pt was fluid resuscitated and hypotension was resolved. The surgeon then performed a left retroperitoneal approach to the common iliac artery. The surgeon states that it became obvious that the common iliac artery avulsion (tear) had extended upward onto the native aorta and there was a large amount of hemorrhage from the transgraft flow as well as from the lumbar arteries. A 27mm occlusion balloon was passed to the level of the proximal stent and inflated to gain control of the aorta. Examination of the native aorta and proximal left common iliac artery demonstrated the need for extensive reconstruction in order to regain control of the bleeding. The pt's left common iliac artery was disrupted and it extended up into the native aorta. The surgeon sewed a 8mm dacron graft end to end into the left iliac limb of the stent graft. The surgeons released the balloons and noted significant transgraft flow and retrograde bleeding from the lumbar arteries. Therefore, the surgeon took a segment of woven graft, put it longitudinally and wrapped it around the proximal left common iliac artery. The surgeon then incorporated the native aorta, aortic stent graft, dacron graft, and the distal left iliac prosthesis. This allowed control of the hemorrhage. Flow was established down the left iliac limb and there was excellent flow through the stent and down the left with no hemorrhage. The surgeon reported that the pt tolerated the reconstruction well and was in satisfactory condition. It is reported that the pt developed microemboli post-operatively, which occluded the hypogastric artery. The pt developed abdominal pain as was sent to the operating room. It is reported that the pt developed colonic ischemia and the attending physician was considering a colostomy but the pt eventually developed peritonitis from the bowel leaking into the abdominal cavity and the pt eventually expired.